Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The device was received without its original packaging. The returned sample was visually examined with and without magnification. The reported complaint of "a hernia on the tracheal tube" was confirmed based upon the sample received. Visual examination of the returned sample revealed the tube is kinked between the 22cm and 17cm markers. The returned et tube was functionally tested for kinking. A ball bearing of a minimum of 75% (5.25mm) the size of the inner diameter of the tube could not freely pass through the tube. Multiple attempts were made from both ends of the tube. Resistance was met at approximately the i.d. 22cm and 17cm markers, the same locations where the tube was visibly kinked. The test was again performed using a ball bearing of 4.5mm (64% of the designated size of the et tube i.d.). (Continued) other remarks: the ball bearing again could not pass freely through the tube from both ends. Resistance was met at the same locations as the first test that was performed, where the tube is kinked. The damage observed on the et tube is consistent damage that can be caused by pinching the tube with high force. The damage is located at approximately the point at which a patient's mouth would be during use. The IFU for this product, l06621, was reviewed as a part of this complaint investigation. The IFU states "if a reinforced tube is used orally, a bite block is recommended." Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. No corrective actions will be assigned. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint reported: "the patient was intubated in the ventral decubitus position. There were difficulties of ventilation. It was impossible to re-intubated the patient in the ventral decubitus position.(continued) fortunately the intervention was at its end. After removal it was observed that a hernia had appeared on the tracheal tube after the 3 hours intervention and little by little occluded the line of the tube". It was reported the patient was in hypercania at the end of the procedure. However there was no report of necessary medical intervention.

Manufacturer narrative:
(B)(4). Teleflex has requested an update on the patient condition. No response received to date. It is unclear if the device is available for evaluation. Teleflex has also requested this information. The device involved has not been received for evaluation by the manufacturer at the time of this report. However, a variant device from the same family of devices was used for testing. Samples were taken from the current production, and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. The device sample is needed for a proper and thorough investigation. Root cause/ corrective actions cannot be determined. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint reported: "the patient was intubated in the ventral decubitus position. There were difficulties of ventilation. It was impossible to re-intubated the patient in the ventral decubitus position. Fortunately the intervention was at its end. After removal it was observed that a hernia had appeared on the tracheal tube after the 3 hours intervention and little by little occluded the line of the tube". It was reported the patient was in hypercania at the end of the procedure. However there was no report of necessary medical intervention.